Manufacturer narrative:
Reportedly complaint of "user advisory 45 (not at "home" position after power-on/reset)" was verified in the archive file, but not during bench-testing. It seems phone troubleshooting resolved the issue with the platform indicating us 45. Platform was ran for 20 minutes without any issues and passed the final test. No adverse event reported.

Event description:
It was reported that the platform indicated user advisory 45 (not at "home" position after power-on/reset). Customer indicated that troubleshooting was done over the phone, but the advisory did not clear. No adverse event reported.